Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set had a luer lock connector that did not fit well with the set. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10:the device was received for evaluation. Visual inspection was performed which observed plasticization between the tubing and connector; the connector could not be rotated. Additionally, there is no presence of solvent in the place where the pieces are fastened. The reported condition was verified. The cause of the condition was due to the material during manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.